Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test the customer got a false negative result. No patient impact was reported. The following information was provided by the initial reporter: ¿so I bought this because I needed to take a covid test to go on a cruise and my test came back negative. But when I came back from my cruise a few days later I went back to work and come to find out someone at work at covid took the test to see if I was positive it came back negative then I went and got an actual covid test and it came back positive so if you need a negative test this is what you buy.¿

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that involving bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿customer received false negative result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test the customer got a false negative result. No patient impact was reported. The following information was provided by the initial reporter: ¿so I bought this because I needed to take a covid test to go on a cruise and my test came back negative. But when I came back from my cruise a few days later I went back to work and come to find out someone at work at covid took the test to see if I was positive it came back negative then I went and got an actual covid test and it came back positive so if you need a negative test this is what you buy .¿